Manufacturer narrative:
Internal complaint number: tw #(B)(4). A lot history record review was completed for lots 25150193, 25149022, and 25147356; the last 3 lots shipped to the account prior to the event date . There were no ncmrs for the last 3 lot #s from ship history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro. Something came up the last 2 harvests. When they used the bovie, there is interference with the hp1. The heating/ sealing mechanism won¿t work for those few simultaneous seconds. Same device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro. Something came up the last 2 harvests. When they used the bovie, there is interference with the hp1. The heating/ sealing mechanism won¿t work for those few simultaneous seconds. Same device was used to complete the procedure. The hospital did not report any patient effects.